Event description:
Reportedly, the physician repeatedly tried to turn thumbwheel and the stent would not deploy. Device was removed without an issue. Dr used a different stent and it deployed fine, no issues.

Manufacturer narrative:
Device not returned.